Manufacturer narrative:
Evaluation summary: customer complaint of perivalvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. As received, leaflet 1 was in the open position. Suture hole was visible near one of the three black stitch markings on the sewing ring; one suture hole near the stitch marking. UDI: (B)(4). There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. If the extended bypass time results in a serious injury, then the complaint is reportable (e.g. Placement of intra-aortic balloon pump (iabp) or extracorporeal membrane oxygenation (ECMO) to treat ventricular dysfunction identified after prolonged bypass time). In this case, an iabp was placed to treat the pvl and ef of 10%. Based on the available information, the root cause of the "plv" remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was explanted at implant due to mild to moderate pvl at the right commissure. A new pericardial aortic valve was implanted in replacement. Post-implant mild to moderate pvl was noted at the right commissure; balloon pump was then placed and mild pvl remained. As reported, the patient presented to or for CABG x3 avr with ef 10%. Annulus was measured at 20 with stj 29. Hockey stick aortotomy was completed. Debridement was routine with scissors and "roungers". The surgeon had mild difficulty seating the valve but then confirmed the valve was seated and the snares were placed tightly. Patient came off bypass without significant difficulty. Ef was poor, which was 10% coming off bypass. Mild to moderate pvl was noted at the right commissure. Unfortunately, it became clear that the ventricle filled nearly immediately with the administration of cardioplegia. It was felt that the patient would definitely require intraaortic balloon pumping and/or impella to come off bypass and whatever the source of the perivalvular leak could not be tolerated. Therefore, the root was reopened and the intuity valve removed. The patient was placed back on bypass and the aorta was opened and the valve was inspected. He saw nothing and noted ¿it looked great, and I don¿t see anything¿, ¿it looked perfect¿. He didn¿t see anything to repair so he felt he should remove and place a new 23mm valve due to concern of pump time with 10% ef. The valve was placed without problem and patient came off bypass with poor output still. Echo rechecked and still mild to moderate pvl was noted at the right commissure; balloon pump was placed and then pvl became trace to mild with ef at 25%. Same location of pvl jet was noted. Central jet that was trace to mild also was noted and resolved by the end of the case. Patient was put back on balloon pump for very short period of time due to bleeding at aortotomy site. This was resolved with additional suture placement. Balloon pump was restarted. Ef again was measured at 31% on balloon pump and mild to moderate pvl remained at the right commissure. The patient was returned to the intensive care unit in stable and satisfactory condition, having tolerated the procedure well. On postoperative day six the iabp was removed and the patient expired due to pulseless vtach.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided in the device evaluation summary. The, "open leaflet was able to be pushed back into closed position when probed."